Event description:
The customer reported an intermittent generator error in the lateral position. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system but the customer did not want troubleshooting or repair done at this time. (B) (4).